Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a protruding drive support cap, was squirting insulin out during priming, and alarmed an error. The blood glucose reading was 302 mg/dl. The customer stated that insulin continued to come out without stopping after the button had been released. She also observed a crack in the reservoir window, and she did not know how the damage had occurred. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was also received with minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.